Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip distal tip damaged keel loose/raised sunken in. Outer tube body / light post sidearm damaged nicks. Illumination distal tip fiber damaged. Particulate, optics particulate under distal lens particulate under proximal lens. Optical system, optical components broken lenses in optical system.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: visual: deformed/bent, broken (2+ pieces): chipped/shaved/delaminated. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10 : concomitant device: fuslitegu_olym-acmi_3.5mmx3.0m, therapy date: 12 mar, 2025 h4: unknown.

Event description:
It was reported that during an unspecified surgical procedure the hd lapscp device the scope had a grainy image and the light cord was not bright. The scope was replaced and the grainy image improved but not the brightness. There was no delay in the procedure reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: visual: deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.